Event description:
An ipp device was implanted on 7/26/89. Information received on 8/6/97 indicates doctors office states the patient's device has "failed." Information received on 12/30/97 indicates the ipp device was removed from the pt and replaced on 12/19/97 due to fluid loss-reservoir.